Event description:
A malfunction on the pump was reported by the customer, but no notable events occurred prior to the issue. There was no adverse impact to the customer's blood glucose level. The malfunction code was resettable, and technical support provided instructions for resetting the pump, after which the issue did not recur. The customer was advised to continue using the pump and to contact technical support if the malfunction code recurred, which the customer understood and acknowledged.